Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: recurrent disc herniation l5-s1 with stenosis and discogenic pain l4-5. Procedure: l4-5 and l5-s1 posterior lumbar interbody fusion. L4-l5 and l5-s1 facet fusion. L4, l5, and s1 segmental instrumentation. Insertion of biomechanical spacers l4-5 and l5-s1. Preparation of bmp. Preparation of morselized allograft. Laminectomy for decompression and removal of herniated disc l4-5 and l5-s1. Microdissection. Perop: ¿..appropriate size cage was selected and packed for the bmp. Some trinity prepared morselized allograft combined with bmp was packed on the contralateral right side..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.